Manufacturer narrative:
Additional information: blocks a2 (below) a3, b5, d1, d4: lot number, d4: unique identifier (UDI) # d4: expiration date and h4 (below), d7a, h6: impact codes and h10 (below). Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021 to treat vault prolapse. During the procedure, the dart detached and fell onto the patient's left side after retraction for another suture throw. Reportedly, the suture was not tensioned and left free hanging during deployment and there were no partial throws made. The suture was deployed from the capio device once before it broke right at the dart. Reportedly, the physician could not locate the dart. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient after the procedure was fine.

Manufacturer narrative:
Correction - blocks b5 and g1: manufacturing site. Block b5: the procedure was completed using the same capio slim device. Section g1: manufacturing site: the correct manufacturing site for this deivce is boston scientific de costa rica s.r.l. Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on march 23, 2021 to treat vault prolapse. During the procedure, the dart detached and fell onto the patient's left side after retraction for another suture throw. Reportedly, the suture was not tensioned and left free hanging during deployment and there were no partial throws made. The suture was deployed from the capio device once before it broke right at the dart. Reportedly, the physician could not locate the dart. The procedure was completed with the same capio slim device. There were no patient complications reported as a result of the event. The condition of the patient after the procedure was fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2021 to treat vault prolapse. During the procedure, the dart was missing after being retracted from the patient for another suture throw. It is unknown if the detached dart fall into the patient and if/how the detached piece was removed from the patient. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.